Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative on 2018-jun-19. The event was initially reported by the healthcare provider who did the dye study.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver morphine (at an unknown concentration and dose), indicated for non-malignant pain. It was reported that the patient¿s pump has been moving around a lot and the hcp thinks there is a seroma. The event date was (B)(6) 2018. The hcp had aspirated the fluid and sent it in for culture. It was reported that they were going to do a catheter dye study, but they were unable to because they were not able to access the catheter access port (cap) due to tissue build-up. A rotor study was performed, and they checked the pump logs, and everything was good. It was also reported that they noticed a bump on the patient¿s back. It was confirmed that the pump is located in the lower left abdomen. It was stated that they were still waiting for the culture to come back. No further complications were reported.